Manufacturer narrative:
The facility reported staff members experienced chemical exposure symptoms from rapicide pa high level disinfectant which included respiratory difficulty, migraines and chest pain. Medivators field service engineer visited the site to address the chemistry fume issues. There were no observable fumes or odors. The automated endoscope reprocessors were inspected and no leak or spillage of rapicide pa high level disinfectant was found. The machine and chemistry were connected appropriately and everything was functioning according to specification. Medivators clinical specialist also visited the facility to provide additional training on how to swap out chemistry appropriately and rinse the bottles safely prior to disposal. One staff member sought additional medical attention, yet there is limited information regarding the current status of those that experienced exposure symptoms. This complaint will continue to be maintained within medivators complaint system.

Event description:
The facility reported staff members experienced chemical exposure symptoms from rapicide pa high level disinfectant which included respiratory difficulty, migraines and chest pain.